Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is user error due to disconnecting/reconnecting tubing which may result in pump pressure errors.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the pump is defective. This was noticed after the surgery. There was no harm for the patient, operator or third party reported. Also there was no case involvement reported. No further information received. Update avoe 12-jun-2024 further information was provided that the error occurred during an arthroscopy surgery on the (B)(6) 2024. During operation the surgeon was not satisfied with the suction of the device. The suction tubing was unhooked again and re-hooked. Unfortunately without success. As a result of all this, the other tubing (inlet) naturally became unsterile. The pump was stopped and the other tubing was also replaced. After this, the pump could no longer be started (the device was running but no longer showed any reaction). A second as tower was used and the surgeon was able to complete the surgery successfully. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. The tubings ar-6420, ar-6425 and ar-6430 with unknown lot numbers were used with the pump.